Manufacturer narrative:
Saiph implants were explanted on (B)(6) 2018 and were disposed of by the facility except 193-736, (saiph fixed tibial bearing red left size c 10mm) but this has not yet been returned to the facility. The device history record relating to the manufacture of the saiph implants (190-112 lot 216967 exp 08/2026; 193-003 lot 216718 exp 08/2026; 193-602 lot 216906 exp 08/2026 and 193-736 lot 215307 exp 03/2026) have been reviewed and did not identify any non-conformities. When further information is available an additional report will be submitted.

Event description:
A notification was received at matortho leatherhead on (B)(6) 2018 from matortho australia pty. Stating that a saiph revision had occured on (B)(6) 2018. The patient required revision total knee arthroplasty. The tibial component was loose and had submerged. All implants were explanted and an alternative knee system was required. Matortho reference: (B)(4).